Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the pilot valve failed resistance. Additional malfunctions were the sieve beds being saturated, the check valve being defective, leaking at the tywraps, and leaking at the hose clamps.